Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was torn/split/cracked and cut into three portions, typical of insertion and removal. The three cut optic portions was scratched on the anterior and posterior sides of the lens. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There were no other complaints in this lot. Information was provided that indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was used. The root cause for the reported event/issue may be related to a failure to follow the directions for use (dfu). The reported scratch was observed. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that during a cataract extraction with intraocular lens (iol) implant procedure that the iol was scratched. Additional information was provided that the scratch was noted when the lens was implanted. Further information was provided that the iol was removed during the initial procedure.